Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an event of insulin flow block alarm leading to high blood glucose level. The patient tried to treat it with insulin pen. Therefore, the patient was admitted to hospital on (B)(6) 2024 with blood glucose level of 300mg/dl, had high ketones of 2.7 mmol/l. Also, the patient was vomiting, was dizzy. During hospitalisation, the patient was treated with pump. The patient stayed in hospital for less than 24 hours. No further information was available.